Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and a visual examination was performed. The shell was noted to be discolored, as it was light blue in appearance. The center patch was received separated from the balloon shell. Yellow and brown particulate matter was observed on the inner and outer surfaces of the center patch, and green particulate matter was noted on the slit valve. A valve test was not feasible, the center patch and valve were cut away from the rest of the balloon shell. An air leak test was not feasible, as the device had a large tear covering approximately 40% of the surface of the shell. Under microscopic analysis, the apparent origination point of the tear, where the center patch had been removed from the shell, was noted to have striated-edges, consistent with damage from a surgical tool. The edges of the center patch were also noted to have striated-edges, consistent with damage from a surgical tool. Ten additional openings were noted on the balloon shell. Under microscopic analysis, all openings were noted to be striated. Material degradation was observed on the balloon shell. White and brown particulate matter was noted to be covering approximately 75% of the outer surface of the balloon shell.

Manufacturer narrative:
Medwatch sent to the FDA on 06/29/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained of vomiting. Endoscopy was performed and hyperinflated and fungus balloon was removed."